Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that an a.p. Optical sensing module failure occurred on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The fse determined that the fiber optic assembly needed to be replaced. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service, since the failure of the fiber optic assembly does not prevent to provide patient therapy. Additional information is being requested in regards to the fiber optic assembly, and a supplemental report will be submitted once this information is provided.

Event description:
It was reported that on power on standby of the cs300 intra-aortic balloon pump (iabp), an a.p. Optical sensing module failure occurred. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that after discussing this case with a senior service technician, the iabp had been re-examined and it is currently determined that the power supply board has failed, resulting in system failure and no fiber optic module failure. The quotation has been given to the customer, and is currently awaiting for the customer to decide whether to repair the iabp. The repair date has not yet been determined and is unknown when repairs will be completed. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that on power on standby of the cs300 intra-aortic balloon pump (iabp), an a.p. Optical sensing module failure occurred. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that on power on standby of the cs300 intra-aortic balloon pump (iabp), an a.p. Optical sensing module failure occurred. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h6(evaluation conclusion code), h10. A getinge field service engineer (fse) reported that repairs were completed. The power supply assembly and the battery assembly were replaced, and the iabp was then returned to the customer and cleared for clinical use. No further problems have been reported.